Event description:
A report was received that the patient underwent an ipg replacement due to frequent ipg charging. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg replacement due to frequent ipg charging. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting within the typical ipg battery depletion rate.